Event description:
Reporter indicated that vns patient experienced as many seizures in a 2.5 hour airline flight as they have in a two-month period. It was reported that prior to boarding the flight, the pt was not allowed to pass through the airport metal detectors in their wheelchair. Airport security personnel reportedly passed a metal-detecting wand over the pt for a long period of time. This was reportedly performed right next to the walk-through metal detector. It was reported that the pt appeared to be fine just prior to boarding the plane, but that the pt seemed more tired than normal. The pt was very loud and vocal on the first leg of their trip with no seizing. After changing planes, the pt began to have continuous grand mal seizures and twitching. Ativan was administered but the seizures did not stop. The pt's family member did not seek medical attention once the plane landed because "...lips were not blue, the pt was just seizing". The seizures reportedly stopped after the flight, but the pt continued to cry for the remainder of the day. It was reported that the pt was doing better two days later and that the pt's family member intended to take the pt to a local amusement park that day. It was reported that the pt has flown many times before and that this has never happened.